Event description:
It was reported that a burr fracture occurred. The 60mm x 3.5mm in diameter, 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, after the advancer was connected, the wire could not come out from the burr. It was then noted that the burr was fractured 5cm from the connection of the advancer upon opening. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1-(B)(6).

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the coil was kinked and stretched at the handshake connection. Microscope inspection of the device found no damage or irregularity.

Event description:
It was reported that a burr fracture occurred. The 60mm x 3.5mm in diameter, 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, after the advancer was connected, the wire could not come out from the burr. It was then noted that the burr was fractured 5cm from the connection of the advancer upon opening. The procedure was completed with a different device. No complications were reported, and patient was stable post procedure.